Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was felt while loading the cartridge and multiple inaccurate fill estimates were received using multiple cartridges. Customer's blood glucose was 443 mg/dl. Tandem clinical diabetes specialist discussed the event with the customer and no issues with user technique were identified. Reportedly, customer ordered a new pump and resumed insulin therapy.